Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's dog chewed on the mobile power unit (mpu) patient cable. There were visible bite marks and damage to the cable. There were no patient consequences and the patient is stable at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit patient cable was confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis with bite marks in the rubber encasing of the cable connector on the patient cable. The mpu was returned to the european distribution center (edc) and was evaluated and tested on (B)(6) 2023. Upon powering on the mpu, an alarm became active. The patient cable was replaced and the mpu functioned as intended. The cable was forwarded to the product performance engineering (ppe) lab for further analysis. The returned patient cable was inserted into a test mpu. The unit was then connected to a test system controller and mock loop. Upon manipulating the cable at the site of damage near the connector, a connect power alarm became active on the controller. Insulation testing revealed a short to shield on all underlying wires except for the black wire. The rubber encasing and outer jacket of the cable were stripped, and multiple wires were found broken and damaged. No further testing was conducted. Additional information provided by the clinical specialist on (B)(6) 2023 stated that there were no patient consequences associated with this event and that the patient is stable at home. The root cause of the reported event was stated to have been caused by the customer¿s dog chewing on the patient cable. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2020. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook rev. G section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook rev. G section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.